Event description:
A sales representative reported on behalf of a customer that the 270165, 3 liter pressure infusor device was being used during an unnamed procedure on an unknown date, and ¿one of their 3l pressure irrigator units malfunctioned in the or. Pressure was set to 300mmhg and the clear plastic cover of the unit cracked with the bag inside under pressure, which sent shrapnel around the or and onto the sterile field. There was no patient injury, but there was a significant 1.5 hour delay with the patient under anesthesia while the sterile field and back table was reset with all new supplies.¿ further assessment questions were sent, and a good faith effort was made to obtain further information; however, no response has been received. There is no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and found similar repairs to this complaint. (B)(4). Per the instructions for use, the user is advised: prior to each use, inspect the equipment including the external pressurized gas source tubing/hose for damage or wear. If wear, cracks or damage are observed, remove from service and return to conmed for repair or replacement. Mount the pressure infusor on the IV pole (control panel located on top) at a height to enable easy user access to the irrigation pressure adjustment knob, pressure/depressurize toggle switch and the irrigant bag. The height of the pressure infusor should not exceed 5¿ 6¿ [1.68 m] and the IV pole diameter should be between 3/4¿ [1.9 cm] and 1 1/2¿ [3.8 cm]. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 270165, 3 liter pressure infusor device was being used during an unnamed procedure on an unknown date, and ¿one of their 3l pressure irrigator units malfunctioned in the or. Pressure was set to 300mmhg and the clear plastic cover of the unit cracked with the bag inside under pressure, which sent shrapnel around the or and onto the sterile field. There was no patient injury, but there was a significant 1.5 hour delay with the patient under anesthesia while the sterile field and back table was reset with all new supplies.¿. Further assessment questions were sent, and a good faith effort was made to obtain further information; however, no response has been received. There is no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.